Event description:
Medtronic received information that prior to use of the custom tubing pack, it was reported that the customer received the device at the pharmacy and the packaging was damaged. The device was not used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the issue was detected in the pharmacy. The pack was never transferred to the operation room (or). There was no missing or wrong devices or components in the package. The pack was not opened because of the damaged tyvek lid.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any damage to the top of the outer package. Additional visual inspection shows evidence of a tear in the tyvek lid. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.